Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain, fever, and cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment details not reported. Capd therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. Thirty six days after the event onset, the patient experienced relapsing peritonitis. The event was manifested by abdominal pain, fever, and cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment details not reported. Capd therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. Nineteen days later, the patient again experienced relapsing peritonitis manifested by abdominal pain, fever, and cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment details not reported. Four days later, the patient's catheter was removed (current mode of dialysis therapy not reported). On an unknown date in this current month, the patient had recovered from the peritonitis events. No additional information is available.